Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported problem was not confirmed using system logs; however, error logs showed c-06, m-18, and m-11. Functional testing was performed using the system, and the unit powered on and successfully cauterized across all ports and instruments without any issues. Additionally, a review of the internal erbe error log showed the presence of c-84, c-00, m-11, and m-0b. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was getting repeated messages to check the ground pad. The customer power cycled the integrated electrosurgical unit (iesu) or erbe generator multiple times and tried multiple ground pads with no change. The customer switched to a backup generator. The procedure was completed with no reported injury.